Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown primary IV (intravenous) tubing set leaked due to a crack at one of the ports. It was further reported that the set was going into the patient's left subclavian central venous catheter. This issue was identified during an infusion of medicine (unspecified) and normal saline to the patient. The registered nurse (rn) noted that the IV fluid leaked into the bed sheets and stopped the infusion. The rn obtained a new set-up. There was no patient injury or medical intervention associated with this event.